Event description:
The company was informed that in 2008, the patient had head trauma. Abscess was observed around suture of implant flap and it was treated with tetrasycline ointment. The patient received antibiotic (type unknown) therapy for 10 days. In 2009, the patient was hospitalized for two weeks and while in the hospital the patient had a shunt inserted and continued with antibiotic (type unk) therapy for four months. The patient's implant got exposed and migrated. Two months later, a surgery was performed to reposition the patient's device. Currently the patient continues to have an ongoing infection and reportedly experiences sound quality issues. Surgery to explant the patient's device will be scheduled.